Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study via a rep. It was reported the implant date was (B)(6) 2018 and the leads were re-positioned on (B)(6) 2018. The patient information was updated. It was unknown what the patient weight was at the time of the event. The lead number was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are : product ID 3387s-40 lot# (B)(4) serial# implanted: (B)(6) 2018. Product type lead fdc- 12 is the correct code, fdc-67was wrongly applied. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, codes are related to pli 20, the lead (lot #: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a clinical patient who was implanted with an implantable neurostimulator (ins). It was reported the patient underwent a deep brain stimulation (dbs) surgery to treat their motor signs and in addition to the placement of a prefrontal cortex 4-contact paddle (electrode) as per protocol. The leads from the standard deep brain stimulator device and the paddle electrode exited the skull through a single burr hole and were anchored with standard anchoring devices. Intraoperative imaging showed good placement of both leads. The pulse generator and two lead extenders were placed immediately after the brain leads as per study protocol. They had no new neurologic deficits. A post-op CT scan was done to confirm the location of the leads and when the surgeon reviewed it they found that the deep brain stimulator lead migrated upwards by 16 mm. On (B)(6) 2018, the patient returned to the operating room to reposition the dbs lead under general anesthesia. The surgery duration was 45 minutes. The correct position of the dbs lead was confirmed afterward by CT scan. The patient was released from the hospital on the day following the revision surgery in good health. It was noted that during the first surgery, the surgeon modified the anchoring technique by removing the anchoring clip and using multiple mini-plates due to the difficulty of anchoring two leads (from the dbs electrode and the cortical electrode) to one burr hole. This technique is commonly used among other groups for this procedure. The surgeon believes there may not have been enough tension on the titanium mini-plates which caused the dbs lead to move). In future surgeries we will use the anchoring technique devised in the revision surgery which uses the anchoring clip and put greater tension on the mini-plate. It was said that the incident was not caused by a deficit in the surgical hardware (medtronic burr hole cover/stimloc). The stimloc was used with an alternative surgical method that is sometimes used in dbs surgeries. The ide ((B)(4)) protocol describes that they may alter the surgical technique including adding multiple mini-plates as was used in this surgery. The stimloc device was not being used as intended which caused the lead migration in the clinical dbs electrode. The migration of electrodes following dbs surgery is a common clinical adverse event. No further complications were reported as a result of this event.